Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the image sensor unit may be damaged (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board (ic chip, capacitor, etc.) ) has failed. The event can be detected/prevented by following the instructions for use which describes the inspection method for the event as follows in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a noisy image issue while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use for a therapeutic procedure, there was a delay due to the reported issue, but the duration of delay was unknown. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include the following: due to damage on the charge-coupled device unit, scope communication errors e216 and b30 occurred, there was no scope identification data, the bending section cover had a scratch, and the adhesive on the bending section cover was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.